Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out, externalized conductors were observed on the lead. The lead was tested and no electrical anomalies were noted. The lead remains implanted and was connected to the new device. The patient condition was okay.